Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh and novasilk mesh. Later the patient experienced pain, prolapse, scarring and bunching up of mesh. Freeing up of mesh and adhesions from sacrospinous ligament, enterocele repair, rectocele repair and sacrospinous ligament suspension were performed.